Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) experienced chest pains that felt like pin pricks and device was newly implanted. The patient already communicated regarding the symptom. As of this time, this crt-d lead remains in service. No adverse patient effects were reported.